Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a2, b5 and b7 updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing including pacer stress testing without duplicating the report. Review of the device activity logs showed the device gave multiple "pacer paused lead short" error messages. A pacer paused lead short message is an advisory message to alert the user that the unit does not recognize a valid patient impedance. It is advised that the connection between the patient/device and the pads are inspected and corrected when the message occurs. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 75-year-old female patient, the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-04274 for a similar report from the same customer.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-04274 for a similar report from the same customer.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.